Event description:
(B)(4) I am a (B)(6) female, had essure inserted on (B)(6) 2014 as a permanent birth control, paid for by my insurance. Started experiencing symptoms with in 3 months of implant. On the path toward a hysterectomy at this time due to the follow symptoms list. Hot pain in pelvic/ovary area. Fatigue. Bloating- progresses through the day. Feel tired all the time, regardless of amount of sleep. Low energy. Severe headaches. Thigh numbness- mostly right side. Right eye blindness. Dizziness. Lower back pain. Thyroid?? Dr. (B)(6) has been monitoring my thyroid every 6 months. Anxiety. Depression. Lack of sex drive. Sexual dysfunction (little to no feeling). Pelvic pressure. Frequent urination. Brain fog, dazed. Blurred vision. Mood swings. Sweaty/heat flashes/night sweats. Chest pain-closer to heart. Gas. Body ache, flu like. Tingly feet and legs, hands on occasion- feels like needles. Ovarian cysts.